Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over to the pyxis medstation for over 13 hours. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where patients were not crossing over to the station. A technical support specialist dialed into the server, checked a sample patient in pes, and found the patient in placeholder status with another adt profile in admitted status. They confirmed patients were not showing, ran the downtime query. The specialist restarted services, deployed the package, reran the query, and confirmed cce was connected with messages draining. Reviewing patient details, they noted three profiles: one temporary and two adt (discharged and admitted). The findings were shared with the customer by email to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.